Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An administrator reported a patient who was having a multifocal intraocular lens exchanged due to glare and halos. The patient had excellent vision but just could not tolerate the glare and the rings around lights after trying for a few months. Additional information was received from the surgeon, who reported the patient was "very happy with uncorrected vision at all distances except unable to drive at night due to multiple concentric halos; very different from cataract halos preop." The iol was exchanged for a monofocal mode lens in the right eye only, which resolved the event. There are two medical device reports associated with this event. This file is for the left eye.